Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead was exhibiting low r-wave measurements with increased impedance and threshold measurements. Additionally, intermittent capture was observed at maximum device outputs. The patient stated that an x-ray was performed which showed normal position of the lead. A revision procedure was performed due to suspected micro-dislodgement. The lead was removed from service and replaced. No adverse patient effects were reported.